Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: a loose cable was observed on the instrument, there was no material missing or detached from the portion of the device that enters the patient¿s body, the instrument remain static and the instrument has already been mailed back.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.